Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the masimo clinical specialist was called to bedside to witness a healthy baby with a saturation of 92%, 3 stars, good pleth, matching pr and hr. The nurse said "I bet if you disconnect and reconnect the sensor, the sat will increase to 100%." Upon inspection of the sensor, the emitter was found to be off of the patient, yet still delivering a perfect pleth wave form, 3 stars, and a sat of 92%. Rn asked, "why would there be a perfect pleth, 3 stars, matching heart rates if the sensor isn't even on the patient?" The sensor was reconnected to show the same perfect pleth, three stars, matching heart rate and pulse rate, and sat of 100%. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: